Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f supertorque with marker bands 65cm diagnostic catheter was being shown to a student, and blue pieces were seen. There was no reported patient injury. The pieces were seen while the device was still in the package. It is doubtful the catheter was manipulated in a way that caused the issue. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f supertorque with marker bands 65cm diagnostic catheter was being shown to a student, and blue pieces were seen. There was no reported patient injury. The pieces were seen while the device was still in the package. It is doubtful the catheter was manipulated in a way that caused the issue. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18151851 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " strain relief degradation" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. However, a risk assessment has been initiated to further investigate similar complications reported.